Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that, during a device changeout procedure, a right ventricular (rv) lead insulation issue was observed. The physician decided to turn the newly-implanted device to tachy mode off, and a revision procedure was performed the following day to surgically cap this rv lead and implant a new lead. No additional adverse patient effects were reported.